Event description:
Baxter meridian device had disinfect cycle completed, but device did not pull disinfectant into the system and the expected "no chemical flow" alarm did not occur. Technician reported there were no patient injuries and no medical intervention was necessary as a result of this event.